Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons require multiple presses to respond. The customer's blood glucose value was unknown. The customer stated reading the screen was difficult from scratches and wear. Customer also stated that battery cap was warping and chips. Customer stated insulin pump had to rewind more than once every 2 weeks. The insulin pump will not be returned for analysis.